Manufacturer narrative:
The patient remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had been hospitalized for approximately three weeks due to unresolved hemolysis. The patient was also experiencing power spikes, intermittent pump stoppages and "low flow" alarms. The lvad had reportedly not been able to totally offload the patient's left ventricle (lv) despite increasing the pump speed. The patient was listed status 1a for a heart/liver transplant. Log files and waveforms were sent to the manufacturer for evaluation. After the pump reported stopped for 40 minutes, the hospital made a decision to exchange the lvad. The device was successfully exchanged with another lvad and upon device explant, the hospital personnel observed that the outflow graft was completely occluded.